Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to poly wear. The omnifit 10° liner and biolox 32 +5 ceramic head and adaptor were revised to a new liner, biolox universal head, and a c-taper sleeve over the original adaptor. Rep provided primary usage information and confirmed that no further information will be available.